Event description:
It was reported that thrombosis and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. Heparin was administered to patient prior to transeptal crossing. The transeptal crossing was safely performed with versacross connect. A pigtail was then inserted into the was sheath and was used to navigate from left superior pulmonary vein (lspv) into laa. Contrast injection(s) were performed to assess laa morphology and sizing for closure device. The pigtail was withdrawn from the laa through the was sheath and thrombus was noted on the distal end of the pigtail, proximal to the curl, after withdrawal from the sheath. The was sheath was aspirated by physician prior to inserting 24mm wds. Transesophageal echocardiography (tee) was performed as a sweep of the laa and aortic valve to assess for thrombus. There was possible thrombus denoted at the aortic valve. The physician suspected that it was possible that portion(s) of the thrombus were sheared off of the pigtail into the left atrium when pulled into was sheath. The physician continued the procedure advancing the 24mm wds into the laa and deployed once, no recapture. Position, anchor, size and seal (pass) criteria was checked and met requirements. The closure device was released, and the was sheath withdrawn from body. The physician used perclose to close the groin access, and anesthesia began post-procedure process of reversing and waking patient up. The patient was sent to the post-anesthesia care unit (pacu) for recovery. Patient status: within one hour post procedure the patient coded in the pacu and died. The physician suspected a thromboembolic event suspected as the cause of death. It was further reported that the preliminary findings of the autopsy were that no thrombus was detected in the brain, therefore the physician is of the opinion that stroke was not the cause at this time. It was further reported that cardiac arrest occurred.

Manufacturer narrative:
B5: updated. H6: patient code added.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code: 9046: cerebral vascular accident (cva) removed.

Event description:
It was reported that thrombosis and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. Heparin was administered to patient prior to transeptal crossing. The transeptal crossing was safely performed with versacross connect. A pigtail was then inserted into the was sheath and was used to navigate from left superior pulmonary vein (lspv) into laa. Contrast injection(s) were performed to assess laa morphology and sizing for closure device. The pigtail was withdrawn from the laa through the was sheath and thrombus was noted on the distal end of the pigtail, proximal to the curl, after withdrawal from the sheath. The was sheath was aspirated by physician prior to inserting 24mm wds. Transesophageal echocardiography (tee) was performed as a sweep of the laa and aortic valve to assess for thrombus. There was possible thrombus denoted at the aortic valve. The physician suspected that it was possible that portion(s) of the thrombus were sheared off of the pigtail into the left atrium when pulled into was sheath. The physician continued the procedure advancing the 24mm wds into the laa and deployed once, no recapture. Position, anchor, size and seal (pass) criteria was checked and met requirements. The closure device was released, and the was sheath withdrawn from body. The physician used perclose to close the groin access, and anesthesia began post-procedure process of reversing and waking patient up. The patient was sent to the post-anesthesia care unit (pacu) for recovery. Patient status: within one hour post procedure the patient coded in the pacu and died. The physician suspected a thromboembolic event suspected as the cause of death. It was further reported that the preliminary findings of the autopsy were that no thrombus was detected in the brain, therefore the physician is of the opinion that stroke was not the cause at this time.

Event description:
It was reported that thrombosis and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. Heparin was administered to patient prior to transeptal crossing. The transeptal crossing was safely performed with versacross connect. A pigtail was then inserted into the was sheath and was used to navigate from left superior pulmonary vein (lspv) into laa. Contrast injection(s) were performed to assess laa morphology and sizing for closure device. The pigtail was withdrawn from the laa through the was sheath and thrombus was noted on the distal end of the pigtail, proximal to the curl, after withdrawal from the sheath. The was sheath was aspirated by physician prior to inserting 24mm wds. Transesophageal echocardiography (tee) was performed as a sweep of the laa and aortic valve to assess for thrombus. There was possible thrombus denoted at the aortic valve. The physician suspected that it was possible that portion(s) of the thrombus were sheared off of the pigtail into the left atrium when pulled into was sheath. The physician continued the procedure advancing the 24mm wds into the laa and deployed once, no recapture. Position, anchor, size and seal (pass) criteria was checked and met requirements. The closure device was released, and the was sheath withdrawn from body. The physician used perclose to close the groin access, and anesthesia began post-procedure process of reversing and waking patient up. The patient was sent to the post-anesthesia care unit (pacu) for recovery. Patient status: within one hour post procedure the patient coded in the pacu and died. The physician suspected a thromboembolic event suspected as the cause of death.